Event description:
It was reported the customer had a no delivery alarm on their insulin pump. Customer stated the alarm was recurring. The customer's blood glucose was 20 mmol/l. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.